Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was mis-sealed in the primary pack. No patient involvement was reported.

Manufacturer narrative:
Additional information was received 10/14/2015. No sample or photograph for review. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Previous investigation is available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. It was discovered on (B)(4) 2015 that the expiration date was incorrect on initial MDR that was submitted on (B)(4) 201 MFR # 1000317571-2015-00085. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4), 2015 FDA registration number: reporting site: (B)(4).